Event description:
During insertion on the same patient, the balloon burst, this happened twice with the same lot#.

Manufacturer narrative:
(B)(4). There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted and investigation will be based on documentation review. Based on complaint description it was reported that during insertion on the same patient the balloon burst this happened twice with the same lot#. Burst balloon may happen due to several reasons such as being in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. Balloon could also burst as a result of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature by c. Wek, t.p. Fox and g. H. Muir on spiculated bladder calculi: the culprit for repeated catheter failure cited that bladder stones are often more like a hedgehog rather than a smooth pebble in appearance, so it is not hard to imagine how they would make a catheter balloon burst. According to the literature performed, salty like sediment could also possibly lead to burst balloon. Article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In conclusion, due to no actual sample returned for this investigation, any further investigation was not possible. No abnormalities observed during DHR review. There are several potential factors that may contribute to the issue. Therefore, this complaint could not be confirmed.